Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that overpressure occurred. The procedure was completed successfully.

Manufacturer narrative:
Alleged failure: cib justin t onsite pediatrics mode was not functioning,pressure was spiking, set up as 80 going past 20 and jumping up and down. Delay: 5 minutes **additional information clarified that the procedure was a pediatric diagnostic laparoscopy procedure. The pneumosure was set to pediatric mode and set pressure was set at 8mmhg. During the case the displayed pressure reading started jumping around staying between 12-20 mmhg. Justin mentioned that the surgeon didn't think the actual pressure in the abdomen was changing because the visualization wasn't changing at all. The pneumosure was eventually unhooked and a new insufflator was brought in to finish the procedure. There was 1 port being used in the case and a non stryker tubeset was being used (exact brand not known). Previous to this incident there were no issues with this specific pneumosure, however justin noted that most of their cases are using high flow mode on adult patients and this was the first time in a while that pediactric mode was being used. ** the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause in relation to the complaint as the unit performed to specification with no errors observed as per the customer complaint. However, the unit is past due for calibration and preventative maintenance and the sinter filter of the gas adapter is dirty. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that overpressure occurred. The procedure was completed successfully.